Event description:
It was reported that the customer experienced a blood glucose (bg) level of 32 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer required "hospital staff" assistance consuming carbohydrates to address bg level. Customer was hospitalized for different issue and was "not related to pump or supplies." Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer acknowledged and understood.